Event description:
It was reported by service report that the scale is weighing inaccurately. It was further reported, the motion interrupt pan is missing. No adverse consequences are reported.

Manufacturer narrative:
Result: scale out of calibration, missing motion interrupt pan.